Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a cracked screen, photo confirmation was obtained, and replacement was arranged with guidance that the device would not remain water resistant and that backup therapy should be available; the user later confirmed successful setup and pairing of the replacement and was advised to sync data to the mobile app before return. Symptoms included no blood glucose impact and no alerts or alarms. Outcomes included continued glycemic management without hypoglycemia, hyperglycemia, hospitalization, or medical intervention. Investigation included customer care troubleshooting and education, verification of shipping details, and coordination of device replacement and return. Investigation of this device revealed physical damage to the display assembly consistent with a broken or cracked screen, rendering the device conditionally functional but unsuitable for continued use due to loss of water resistance. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or design.